Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #:(B)(4). Dmf# - (B)(4). Trade name (B)(4). Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2020 ¿ revision knee surgery. Intraoperative finding: soft tissue fibrosis with suspected to low grade infection; soft tissue reduction, pulse lavage, soft tissue rebalancing and ps insert replacement, femoral and tibial components intact. Implant removed: : ref: (B)(4), lot j03u45; current status: cleaned and decontaminated. Implant implanted: ref:(B)(4), lot: hc8950 post-revision current state: low grade infection status - negative (microbiological trials with several tissue samples). Patient still feels discomfort in motion and periodic anterior knee pain. Conciliar decision: rehabilitation with patient monitoring; reintervention by arthroscopic method: lateral retinacular release and reduction of the patellar ridge.